Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device talking jibberish.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first installed successfully on the 29th june 2009 and performed to specification up to the (B)(6) 2016. An increase in voltage suggests a further pad-pak was installed, the pad-pak was removed for a period of 5 months during this time. Manual power ups were observed in the device memory between (B)(6) 2016. Investigation found the reported fault can be attributed to a corrupt speech chip. The device was found to be giving speech prompts in two languages, the languages were tested and the language was tested however the fault was unable to be rectified. The fault was confirmed during testing. Investigation was unable to determine how the speech chip became corrupt. No further investigation was possible as this was an analogue chip and is no longer available, heartsine now use a digital chip. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.